Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak / thermistor wire too weak". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device had low flow banner on screen, and they have had some alerts, but it happened when the patient had a bowel movement. The patient temperature was 37.5c, target temperature was 37c, water temperature was 12.2c and water flow rate was 1 l/m. Mis discussed importance of coverage and wrapping pads around the patient. Nurse stated that they were not actively cooling but just using for temperature regulation. Mis walked nurse through accessing event log. Only alerts were alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature). Nurse confirmed these alerts or alarms occurred when temperature probe was displaced. Mis walked nurse through stop therapy, drain, disconnect and reconnect. Nurse verified all lines straight with no bends or kinks. The flow rate stabilized at 1.1 l/m . Mis explained most likely based on the size of the single pad being used and movement from the infant that the flow rate was ok to proceed with therapy. Noted that if flow rate drops below 1 l/m nurse should call back. Nurse could not confirm what size pad was being used. Only one pad connected, and it was lying flat. Patient was rolling around on it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow banner on screen, and they have had some alerts, but it happened when the patient had a bowel movement. The patient temperature was 37.5c, target temperature was 37c, water temperature was 12.2c and water flow rate was 1 l/m. Mis discussed importance of coverage and wrapping pads around the patient. Nurse stated that they were not actively cooling but just using for temperature regulation. Mis walked nurse through accessing event log. Only alerts were alert 50 (patient temperature 1 erratic) and alarm 15 (unable to obtain a stable patient temperature). Nurse confirmed these alerts or alarms occurred when temperature probe was displaced. Mis walked nurse through stop therapy, drain, disconnect and reconnect. Nurse verified all lines straight with no bends or kinks. The flow rate stabilized at 1.1 l/m . Mis explained most likely based on the size of the single pad being used and movement from the infant that the flow rate was ok to proceed with therapy. Noted that if flow rate drops below 1 l/m nurse should call back. Nurse could not confirm what size pad was being used. Only one pad connected, and it was lying flat. Patient was rolling around on it.